Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms / damaged cable) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the trunk cable connector was cracked and there was an open pulse wire inside the trunk cable. The cause of the constant gong alarms and incoming test failure is the damaged connector and open wire. The root cause of the damaged connector and open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable.

Event description:
A us distributor contacted zoll to report that a cable on a patient's electrode belt was damaged and the device was producing constant gong alarms.